Event description:
The consumer stated: the heads are much smaller than the ones that came with the toothbrushes. Also, one of the bristles came out in my daughter's mouth. I think it would have been worth paying the extra cost to get the name brand heads in this case. Also, it fits on the kids sonicare brush, but it seems like just barely.